Manufacturer narrative:
(B)(4). Eval: results - eval of the returned product shows the alarm did not power up when tested using a battery source and did not pass functional tests. The battery connectors show visible evidence of battery leakage and corrosion. The returned sensor pad works correctly and passed all functional tests. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting into service with a pt and each time before leaving the pt unattended. (B)(4).

Event description:
The customer reported the alarm has power, but no alarm tone when pressure is taken off the sensor pad. There was no pt incident or injury reported.